Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2013 it was reported that the vns patient recently presented with a persistent voice change, which was confirmed to not be due to puberty, and was not the type of voice change that could be considered hoarseness with stimulation. It was a constant event. The patient's vns was checked and high impedance was observed with an impedance value of about 9000ohms; there appeared to be a lead fracture. The patient was referred to an ent surgeon and it was confirmed that the patient had vocal cord paralysis. The patient's settings were noted to be output=1.75ma/pulse width=500usec/on time=30sec/off time=1.8min. The patient's identity was not provided but it was stated that he was a (B)(6) male. Good faith attempts for further information from the nurse practitioner were unsuccessful.